Event description:
The user facility reported that an angiographic catheter "burst" while using a power injector during a "chemo embo" case. Preliminary information only indicated that "the catheter split before the distal tip." However, follow up communication confirmed that: the catheter "became clogged" with the lc bead embolic spheres; while trying to dislodge the beads "a hole in the catheter occurred with beads going into patient'; the angiographic catheter was exchanged for a second sample of the same device; the procedure was completed without further incident; and there was no injury or other impact to the patient.

Manufacturer narrative:
Results - based upon evaluation of the returned sample and user facility information; based upon reserve sample evaluation. Conclusions - based upon evaluation of the returned sample and user facility information; based upon reserve sample evaluation. Visual inspection of the returned sample confirmed the following: the catheter had two places where the wall had burst or ruptured along the shaft at approximately 90-mm & 140-mm from the distal tip; embolic spheres were noted to be clogging the catheter lumen intermittently along the distal 155-mm from the distal tip; and no kinks or dents were noted along the catheter which would relate to a potential cause for clogging of the beads. Examination & testing of undamaged sections of the returned sample and reserve samples found no evidence of any defect or malfunction. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the available information, the event description and the condition of the returned sample are consistent with damage due to injection against an occlusion resulting in excessive pressure. The potential for such an event is addressed in the warnings/cautions sections of the device labeling by statements including: "do not pressurize the catheter or advance the guide wire through the catheter when the catheter is kinked or blocked. This may result in breakage of the catheter and damaging to the vessels; if any resistance is felt when infusion, replace the catheter. Injection against increased resistance may cause the catheter to break, resulting in damage to the vessel. Increased resistance to infusion suggests that the catheter be blocker with the drug or contrast media being infused or with blood clots. Do not use a power injector to infuse agents other than contrast media, as the catheter may become blocked." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).